Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an ambicor penile prosthesis due to patient dissatisfaction: "wanted more rigidity". No patient complications were reported in relation to this event.